Manufacturer narrative:
The information provided in pt weight was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a bad case of hypoglycemia. The customer's blood glucose level was 300 mg/dl. The customer also reported that it was normal for their blood glucose to frequently go into the range of 20 mg/dl to 30 mg/dl. The customer declined troubleshooting for the high and low blood glucose. The device will not be returned for analysis.